Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant medical products: right-mentor smooth round moderate plus profile 375cc saline breast implants, catalog number 3502375, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 375cc saline breast implants which the left side deflated after implantation. The issue confirmed by doctor via photos sent by patient. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
Device evaluation completed on 6/7/2019: the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve and revealed a tear in the posterior view, measurement approximately less than 0.1 cm . Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).